Manufacturer narrative:
The power switch board was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The board was installed on a known working system and the board was not cycling on and not allowing the image acquisition system (ias) to boot. A faulty power switching board was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had lost power and was unable to power on even when charging. The system was marked to be removed. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The power switching board was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had lost power and was unable to power on even when charging. The system was marked to be removed. There was no patient present.